Event description:
This is the second report of two being submitted (from the same facility) which includes the cusa excel console as it is unknown whether the console or the tip had the problem. A cusa excel console 110v ac with footswitch was being used with a c4615s curved extended microtip plus to remove a pituitary tumor. "The handpiece and console setup went ahead well. The surgeon first depressed the footpedal before contact with the tissue and it was working. He then made contact with the tissue surface and the tissue was being successfully fragmented. He momentarily came away from the footpedal, and on re engaging the footpedal, the fragmentation stopped, the console dropped from the set level to 10%, the ultrasonic pitch disappeared and the tip was only left sucking on the tissue. We broke down the handpiece to clear it and the same problem continued to occur. Eventually, the surgeon gave up on the cusa and used suction and scissors to successfully remove the tumor." Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation. An investigation has been initiated based on the reported information.